Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site after hitting the ipg site against a door handle, causing one corner of the ipg to be superficial to the skin. To address the issue, the physician revised the pocket site on (B)(6) 2019, burying the same ipg deeper in the same pocket.